Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was explanted due to premature battery depletion (pbd). A new device with different model was implanted. No additional adverse patient effects were reported.